Event description:
It was reported that a patient's depression recently worsened and their generator could not be interrogated with two different programming systems. It was reported that the patient notices some voice change but her mood has definitely worsened. The patient is set to get a generator replacement. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Patient had a generator replacement occur. The explanted generator was discarded. No additional relevant information has been received.